Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received a no delivery alarm. Customer states insulin pump was a newly replaced pump and was having the same problems of no delivery. Customer's blood glucose was unknown. After troubleshooting, it was found that no delivery was caused by set / reservoir connection customer was advised that samples of infusion sets and reservoirs will be sent. No further information provided.